Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the keypad buttons were sticking and causing scrolling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013 - device evaluation:the pump has been returned and evaluated by product analysis 11/18/2013 with the following findings: the keypad was found to be fully intact; there was no damage observed. The complaint of the sticking/scrolling keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and no damage or contamination was found to the key contacts. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.